Event description:
It was reported that the intraocular lens was removed intraoperatively due to the haptic being torn off during advancement in the delivery device. The incision was enlarged to remove the lens. The backup lens was implanted successfully. Additional info has been requested. Please reference MDR#: 1119279-2013-00101 for the delivery device used during the event.

Manufacturer narrative:
The lens has not be returned to b+l for eval. Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.